Event description:
It was reported that the patient presented implant of the right ventricular (rv) lead. During the procedure, the lead exhibited high threshold values and low impedance values. The physician had difficulty generating sufficient toque rotate the helix. A replacement rv lead was obtained and implanted successfully. The patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold, helix issues, and low impedance were confirmed. A completed lead was returned in one piece. X-ray analysis found the inner coil was over-torqued. Electrical testing found internal shorts between the inner and out coils. The helix was still able to extend and retract by applying torque directly to the connector pin. The reported events were due to the over-torqued inner coil.